Event description:
It was reported that the user experienced hyperglycemia while using an ilet device and noted a smell of insulin, which was attributed to a leaking cartridge; blood glucose reached 500 mg/dl and improved after the user replaced the cartridge. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included recovery to target range after the supply change and user education, with no hospitalization. Customer care agent provided troubleshooting with the user and shipment of replacement supplies. Investigation of this case revealed a suspected cartridge leak consistent with a device component issue involving the cartridge and associated high glucose event. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure related to a leaking cartridge.